Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5099461. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. It was reported that the patient¿s blood sugars became hard to control. The patient¿s parent thought the patient was getting sick. The patient was showing no signs of illness besides high blood sugars, so they decided to change out all his equipment to make sure nothing was wrong. Under the sensor was a big red oozing infection. A healthcare personnel (hcp) was consulted who prescribed oral and topical antibiotics. The sensor insertion date and site were not provided. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.